Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of redness, blisters, pustules, drainage and burning sensations which extended past the sensor patch adhesive on the abdomen. The diameter of the rash was approximately 20 cm and the area was painful. The patient consulted a healthcare personnel (hcp) who prescribed an oral antibiotic (3 times a day for 7 days), and cortisol to treat the infection. At the time of the report, the patient indicated her condition was improving. Photographs were provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2022. The patient reported that the rash was mostly healed and they stopped using the antibiotics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).